Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: a review of the pump¿s history revealed that the event date was not visible in the pump¿s history; the history showed the dates (B)(6) 2012. There were no errors, alarms, or warnings in the pump¿s history related to the complaint; however, evidence of the pump rebooting was noted on (B)(6) 2012. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.